Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, rectocele, cystocele, enterocele, urinary incontinence and urethral hypermobility. It was reported that patient underwent mesh partial mesh explanation on (B)(6) 2008.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to FDA: 01/12/2017. (B)(4). It was reported that following insertion the patient experienced dysuria, frequency, vaginal spotting, vaginal bleeding, bladder infection, urinary incontinence, nocturia, leakage, and trouble with bowel movements, urgency, urge incontinence, urinary pressure and pain with intercourse. It was reported that patient underwent revision of posterior graft on (B)(6) 2008 by (B)(6) for pelvic discomfort and defecatory dysfunction secondary to previously placed posterior vaginal graft. No additional information was provided.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and a pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02222. The same patient is represented in each medwatch.